Event description:
Additional information received reported the patient had a burning sensation over the implant and across the stomach. It was also reported the implantable neurostimulator (ins) "pooches out" and sometimes "digs in." It was also noted the lead was "pooching out." The ins was implanted in the front and it moved up toward the patient's breast. It was reported the ins works in the patient's legs, but not her back. It was noted the patient wanted the device explanted. It was noted in the past three years "it has gotten worse."

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the first battery the patient had started burning her in her back. It was reportedly taken out and replaced with another one. No calls or traumas were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the patient experienced burning in her back. The patient had wanted to find out what the device was made of. The ins made the patient's life miserable, she could not even lay on it and when she did she felt a burning sensation. It was further reported that the ins had been implanted in her back, then after approximately 2-3 years they moved it and put it in the front. Then a while later removed the same ins and put it in the back on the other side hip and then it was poking out of her. It never went into the body and was uncomfortable. The patient never had therapeutic effect. The patient had her implant because she was hurt at a hospital, 3 ruptured discs, "that's when all of this started". It was stated "those wires never worked for me anyways". The sensation never went higher than the back of her knees. It was tried so long to adjust the device but the therapy never reached the place in the center of the patient's spine where she folds/bends and needed pain relief. The device worked on the patient's legs but not on her back. The ins was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced burning inside the skin and extreme pain at the implantable neurostimulator (ins) site. The patient believed there was some erosion. The patient experienced pain while bending and was having to wear loose clothing. The pain was present with the stimulator on or off. The stimulator was initially placed in buttocks but was revised to the abdomen area due to discomfort. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-75, lot# v041373001, implanted: 2007 (B)(6), explanted: product typ lead product ID 3777-75, lot# v 023831033, implanted: 2007 (B)(6), explanted: product typ lead product ID 37742, serial# (B)(4). Product typ programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ extension (B)(4).